Event description:
The customer observed elevated alinity c calcium results on a sample that was repeated. Sid (B)(6) ((B)(6) year old male) originally generated 1.98 mmol/l on (B)(6) 2026. The sample was repeated on (B)(6) 2026, reruns of 3.89 mmol/l (serial (B)(6)) and 3.43 mmol/l (serial (B)(6)). The sample was repeated multiple times on (B)(6) 2026, results ranging from 1.91 to 1.99 mmol/l. On (B)(6) 2026, the sample (hemolyzed) generated 1.68, left uncapped and repeated 1.66 mmol/l. Customer reference range calcium is 2.1 to 2.6 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.